Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 250 mcg/day. It was reported a pump refill occurred on (B)(6) 2016. The representative stated the patient did not have an MRI recently, but the patient was hospitalized (B)(6) 2016/post-pump refill on (B)(6) 2016. The patient was in a coma, contracted pneumonia, went from the hospital to a nursing home, and then was put on hospice because they thought the patient was terminal. The patient was then taken off of hospice because she recovered. For the past two weeks the patient became more spastic/legs tighter, so the patient came in for the pump refill today ((B)(6) 2017) which was earlier than scheduled. At the pump refill on the day of report, a motor stall was confirmed on (B)(6) 2016 at 13:57 with the tube set on (B)(6) 2016 via the event logs. Neither the patient nor the hcp heard any audible pump alarms. The critical alarm interval was programmed to 10 minutes and non-critical was 1 hour per the representative. The expected reservoir volume was 19.4cc at the refill on (B)(6) 2017, and actual reservoir volume was 20cc. The representative stated the pump end of service (eos) would be (B)(6) of 2017, so they might just replace the pump. The representative stated the patient would return to the clinic on tuesday (B)(6) 2017, and they would decide the next steps for the patient. The representative would confer with the hcp. Additional information received from another representative on 2017-mar-13 reported he was sending the pump back to the manufacturer for analysis that day. No further patient complications were reported.

Manufacturer narrative:
Life threatening no longer applies to the event. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-28. The coma and pneumonia were stated as not related to the patient¿s pump device/therapy. The troubleshooting performed related to the motor stall and spasticity symptoms were stated as ¿most probably¿. The actions/interventions taken to resolve the motor stall and spasticity symptoms were stated as oral baclofen. It was stated that the pump installed [illegible] after refill. Additional information was received on 2017-apr-19. The hcp did not have a copy of the fax that was sent to us and did not know what it may have said. The fax was not scanned into the patient chart. The patient had a problem with spasticity and was brought into the hcp office. The patient was seen (B)(6) 2017 for question of refill or reevaluation for leg spasm. The hcp had taken out 17 cc medication and it was more than they expected. The pump was interrogated and the pump was stalled and a warning came up. The pump motor stalled in september and it was unknown why it stalled. Per the hcp, there should have been a warning sign to say the pump had stalled. The pump was refilled and was reprogrammed to deliver the medication. The patient left the office and it seemed to be going okay. The patient followed up with the hcp on (B)(6) 2017. The hcp wanted to replace the pump. The insurance did not want the pump to be replaced but then it was approved. The patient did not go through withdrawal because they were still getting medication but it was going in the wrong place. The patient was getting the medication through their ¿fat¿ so that probably prevented them from going through withdrawal. What it looked like when they went to replace the pump was the catheter was broken. The catheter was broken between the lumbar area and the pump. On 2017-mar-10, the pump and the catheter were replaced. The operative note on (B)(6) stated: removal of pump and replacement with new medtronic pump and a new catheter. The hcp had seen the patient after the replacement and they were doing fine. The pump logs showed a motor stall occurred on (B)(6) 2016 at 12:56 and stopped pump period may exceed tube set on (B)(6) 2016 at 12:56. Motor stall recovery occurred on (B)(6) 2017 at 10:56. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Analysis of the catheter found no significant anomalies; a slice/cut on the catheter body was identified that was consistent with explant damage. Result code and conclusion code no longer apply. Result code and conclusion code have been applied to the catheter. Result code and conclusion code have been applied to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.